Event description:
Customer reported via phone, the up arrow on the insulin pump was not working. Customer's current blood glucose was 119 mg/dl and she didn't recall it at the time of the event. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.